Manufacturer narrative:
Device alarmed unexpected restart alarm after battery change due to faulty connector on interface board. No signal to weak alarm noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted during testing. Insulin pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that the screen would not go back to normal after a battery change. Customer's blood glucose was over 150 mg/dl. Device alarmed an unexpected restart alarm and a signal to low alarm. Device alarmed during time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.